Event description:
It was reported that an unknown powerpro cot is not offloading from the ambulance properly (difficult to load/unload). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather device model number and serial number.

Event description:
It was reported that the cot was not offloading properly from the fastener. Upon evaluation, it was found that the powerload had lost electric function and had cosmetic damage. These issues are not reportable per the calculated exposure of the product family hazard harm list criteria. The malfunctions have not previously, and are not likely to, result in serious injury or death to the patient or caregiver.

Manufacturer narrative:
It was reported that the cot was not offloading properly from the fastener. Upon evaluation, it was found that the powerload had lost electric function and had cosmetic damage. These issues are not reportable per the calculated exposure of the product family hazard harm list criteria. The malfunctions have not previously, and are not likely to, result in serious injury or death to the patient or caregiver.